Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Target temperature was set at 33.5, water temperature 40c, and water flow rate 1.2l/m. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: b, d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device dropped a nicu patient's temperature to 32.5. Target temperature was set at 33.5, water temperature 40c, and water flow rate 1.2l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device dropped a nicu patient's temperature to 32.5. Target temperature was set at 33.5, water temperature 40c, and water flow rate 1.2l/m.